Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Please see section a for updated patient demographic information. Additional information is available in the following fields: g4, g7, h2, h10. Intuitive surgical, inc. (Isi) obtained the following additional information from the customer: the patient is 65 years of age and male in gender. The procedure being performed was a da vinci-assisted prostatectomy surgical procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30 degree endoscope and performed a device evaluation. Failure analysis confirmed the reported issue and found the attached endoscope adapter (aea) to be dislodged. This complaint is being reported because a dislodged camera adapter could result in poor camera control, which could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, a 30 degree endoscope was identified to have a dismantled shaft/integrated adapter. The procedure was completed with no reported patient harm, injury, or adverse outcome.